Event description:
Alleged autoimmune disease, capsular contracture & varied injuries. Findings: autoimmune disease & varied injuries unsubstantiated by health professional. Outcome: for autoimmune disease and varied injuries. Undetermined.